Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent detached from the delivery system. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon had not been subjected to positive pressure and stent impressions could be seen on the balloon material indicating that the stent had been crimped in the correct location during manufacturing. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x24mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent was detached inside the patient. The physician attempted to retrieve the stent but failed; thus, only the stent delivery system (sds) was removed and the stent was retained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent was detached inside the patient. The physician attempted to retrieve the stent but failed; thus, only the stent delivery system (sds) was removed and the stent was retained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).